Manufacturer narrative:
(B)(4): after calling the customer, the quality assurance analyst, (B)(6) call center confirmed that the customer does not know how the device dropped. The cover was defective and caused by wear and tear. It was confirmed that nobody was injured as a result of the fall. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the equipment fell and the customer does not know how.